Manufacturer narrative:
The device was returned to allergan for analysis and the device weighed 501.42 grams. Visual analysis noted wear abrasion, craters and crease fold on the shell. Under microscopic analysis one sharp crease opening was observed on the radius side of the shell assessed as a fold flaw opening.

Event description:
Health professional reported right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade IV).

Event description:
Health professional reported right side capsular contracture, baker grade IV. The device has been explanted.